Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a trial patient. The rep reported that during the trial implant, the healthcare provider (hcp) did a wet tap, thus he ended up doing a blood patch and decided to do the trial another day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was not a device issue, it was a procedural issue that happened while the doctor was attempting to access the epidural space. The cause of the issue was that the access needle went a bit too deep while accessing the space. The doctor aborted the procedure and did a blood patch immediately. The issue was resolved and the patient was back on the procedure schedule for another trial.